Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: item number: 14-107017, item name: freedom constrained modular head, lot #: 149540; item number: 00999601945, item name: femoral body revision stem, lot #: 63021124; item number: unknown, item name: unknown ringloc cup, lot #: unknown; item number: unknown, item name: unknown ringloc liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -10895. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral head would not seat onto the stem. Another head was attempted and did not seat. At this point all implants except for the cup were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to user error. Products used were incompatible per the compatibility charts provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.